Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Alert 113 reduced water temperature control was observed. Chiller pump was replaced. I/o circuit card needed to be replaced. I/o circuit card was replaced. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the I/o circuit card needed to be replaced.

Event description:
It was reported that the arctic sun device had cooling malfunction issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per sample evaluation results received via task on 12sep2025, it was reported that the I/o circuit card needed to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Alert 113 reduced water temperature control was observed. Chiller pump was replaced. I/o circuit card needed to be replaced. I/o circuit card was replaced. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.